Event description:
It was reported that after the venous catheter was in the patient, the electrode was identified allegedly bent under fluoroscopy, prior to activation/coaptation. Therefore, the catheters were removed from the patient without incident. Reportedly, the procedure was rescheduled. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one catheter system. Sample appears bloody. Both catheters were bent throughout. Electrode does not appear deformed. As a bend was not reported in the event details, the bend will be considered an incidental finding. Based on the findings, the investigation is unconfirmed due to the fact that sample evaluation found no evidence of material deformation. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 expiry date (10/2021), g4. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. Expiry date (10/2021).

Event description:
It was reported that after the venous catheter was in the patient, the electrode was identified allegedly bent under fluoroscopy, prior to activation/coaptation. Therefore, the catheters were removed from the patient without incident. Reportedly, the procedure was rescheduled. There was no reported patient injury.